Event description:
The customer stated that during the procedure, the blood pressure of the patient went low. Echocardiography was thus performed to find cardiac tamponade. It was reported that the physician performed drainage and completed the procedure. The patient's condition is now stable.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart".